Manufacturer narrative:
Other, other text: one level 1 trauma fast flow systems - h-1200 was returned for analysis in poor condition. The device had a faulty main printed circuit board, dual thermistor, and normal wear and tear h-2 pressure chamber. Powered on the device and found that device not warming up to 41.7c degree. The h-2 pressure cuff was leaking air. This confirmed customer reported reason. An additional issue were also found a damaged enclosure, door assembly, line cord, and old style float switch. Service and repair determined that wear and tear on the device was extensive and beyond economical repair. It was therefore decided that the device would not be repaired.

Event description:
Information was received indicating that the level 1 trauma fast flow systems - h-1200 is not working and has no pressure. There were no adverse events reported.